Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), his onetouch ultra meter was continually displaying the ¿apply sample¿ screen when attempting to test his blood glucose. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 9:30 a.m., on (B)(6) 2017. The patient advised that he does not take any medications to manage his diabetes and it is not known what changes, if any, he made to his usual diabetes management regimen in response to the alleged issue. The patient was unable and/or unwilling to confirm if he developed any symptoms as a result of the alleged issue. The patient reported that at an unknown time on (B)(6) 2017, he visited the emergency room (ER) where his blood glucose was reportedly measured at ¿512 mg/dl¿ on the ER device (brand not reported) and he was subsequently treated with 14 units of insulin by a health care professional (hcp). At the time of troubleshooting, the csr confirmed that the device was not being used for the first time, that the patient was using the correct test strips and following the correct testing procedure. The csr walked the patient through a re-test and established that the test strip did not completely draw in the sample of blood and the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event and received hcp treatment for an acute high blood glucose excursion whilst using the subject device.